Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had atrial high rate episodes that showed noise and some farfielding on the electrocardiogram. The lead remains in use. No patient complications were reported as a result of this event.